Event description:
Reporter indicated that pt's device diagnostics testing at office indicated high lead impedance reading, indicating possible device malfunction. Device diagnostics performed 6 months prior indicated proper device function at that time. The pt's family reported that the pt has not experienced any recent trauma that could have caused damage to the vns therapy system. Pt reportedly does not manipulate the device. Treating neurologist reports no change in seizure frequency. X-rays were performed and reviewed by treating neurologist. No anomalies were identified via x-rays per neurologist. There are no plans for revision surgery. Treating neurologist indicated that the next course of action is to disable the device and control the pt's seizures with medications.

Event description:
Further follow-up revealed that the patient's vns generator was not disabled. The reporter also stated that the patient is currently "doing well" and has "no problems with the device." The cause of the reported high impedance is unknown. Possible causes of high impedance include: 1) broken lead, 2) patient movements, 3) bad connection, 4) electrode to vagus nerve interface, 5) generator approaching end-of-servicom, 6) physician/patient training, 7) damaged during mfg., 8) design durability, or 9) corrosion.

Event description:
The patient underwent generator replacement surgery in 2008. Diagnostic history indicated that the high impedance continued with the second generator and therefore appeared to be caused by a lead malfunction since the lead was not replaced during that surgery. Further follow-up found that the high impedance was observed as the result of multiple system diagnostic tests over the next several years with the second generator. However the patient was seizure free. Therefore the family wished to not alter the patient's therapy which including not adjusting programmed settings or fixing the high impedance. It was later reported that the family had decided to pursue surgery to replace the lead and generator due to the high impedance malfunction. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the lead and generator were replaced. The explanted products have not been received to date.

Manufacturer narrative:
The generator and lead were received and underwent product analysis. (B)(4).

Event description:
The generator and lead were received and underwent product analysis. Analysis of the generator found that is performed to functional specification. The lead was received still inserted into the generator and a continuity check confirmed proper contact between the lead and generator. The lead was inspected and a lead fracture was noted. Scanning electron microscopy (sem) was used to evaluate the lead fracture and pitting was observed which indicates that the fracture was present was stimulation was being supplied from the generator. However, due to the pitting the fracture mechanism could not be determined.